Manufacturer narrative:
This report is submitted on july 25, 2023.

Event description:
Per the clinic, the patient developed an mrsa infection at implant site after sustaining trauma to the cochlear implant side of the head. Subsequently, the patient was treated with multiple rounds of antibiotics (specific type, date and duration not reported) and surgical procedures to clear the infection and close the skin flap (date not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted (date not reported) and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.